Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and low out-of-range pacing impedance of less than 200 ohms. A revision procedure was scheduled. During the procedure, the rv lead was tested on the pacing system analyzer (psa) and the out-of-range measurements were reproduced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.